Event description:
On (B)(6), 2005, this patient was implanted with a gore excluder aaa endoprosthesis trunk-ipsilateral leg component, a contralateral leg component, and an aortic extender component. On (B)(6), 2009, the three gore excluder aaa endoprostheses were explanted. On (B)(6), 2009, the patient expired due to an unknown cause. Additional information has been requested.

Manufacturer narrative:
Method- a review of the manufacturing paperwork has been conducted. Results- the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices implanted and involved in this event: (B)(4).